Event description:
During a left elbow epicondyle fracture procedure surgeon was inserting a 4.5mm cannulated fully threaded screw and the screw threads unwound during insertion. Surgeon had pre-drilled near the cortex. Surgeon did not remove thread and the peeled thread and screw remained in the patient.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.